Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that in stent restenosis (isr) occurred. In (B)(6) 2015, the index procedure was performed. Target lesion #1, a de novo bifurcated lesion, was located in the ostial/proximal 2nd diagonal at the bifurcation with 90% stenosis and was 30mm long with a reference vessel diameter of 2.7mm. Target lesion #1 was treated with pre-dilatation and a 2.50x32 promus premier everolimus-eluting platinum chromium coronary stent, which jailed the small distal left anterior descending (lad) that filled by left internal mammary artery (lima). An overlapping 2.50x12mm promus premier&#10245;verolimus-eluting platinum chromium coronary stent was then deployed. Post-dilatation was performed with 10% residual stenosis. Target lesion #2, a de novo bifurcated lesion, was located in the ostial left main coronary artery (lmca) into the proximal circumflex (cx) with 75% stenosis and was 8mm long with a reference vessel diameter of 2.3mm. The left main vessel was protected, and had ostial left main stenosis and stenosis involving the lcx. Target lesion #2 was treated with pre-dilatation and a 3.50x28mm promus premier&#10245;verolimus-eluting platinum chromium coronary stent. The stent jailed the lad (protected with bmw), and the ostium was post-dilated with 10% residual stenosis. There was timi 3 flow into both the lad and cx; kissing balloon post-dilation was not required. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient experienced a non q wave myocardial infarction (mi), which required hospitalization and an intervention of a pci to the lad for a non-target vessel revascularization. The location of the mi is not identifiable. The patient complained of vague chest pain, which was most likely not cardiac. The patient additionally experienced prolonged purulent bronchitis, a significant degree of ischemic cardiomyopathy, and generalized weakness. The patient's bronchitis was treated aggressively with intravenous (IV) antibiotics and nebulizer treatments. Two days after, the patient underwent a target vessel revascularization (tvr) of a non-target lesion in the proximal lad due to in-stent restenosis. The pci was performed with a balloon angioplasty and a drug eluting. Pre-treatment diameter stenosis was 80-90%. The lad was pre-dilated with a boston scientific nc quantum apex 3.25x12mm, but it would not cross the lesion, so the lcx was pre-dilated with 3.0x12mm emerge. The lad ostium was stented with a 3.50x16mm boston scientific synergy stent. Kissing balloons were used at the lm bifurcation. Post-treatment stenosis was 0%. In (B)(6) 2016, the non q wave myocardial infarction was considered resolved. The patient was discharged from the hospital the same day.

Manufacturer narrative:
(B)(4). Catalog/model #, device lot number, device expiration date, device manufactured date updated. (B)(4).

Event description:
(B)(6). It was reported that in stent restenosis (isr) occurred. In (B)(6) 2015, the index procedure was performed. Target lesion #1, a de novo bifurcated lesion, was located in the ostial/proximal 2nd diagonal at the bifurcation with 90% stenosis and was 30mm long with a reference vessel diameter of 2.7mm. Target lesion #1 was treated with pre-dilatation and a 2.50x32 promus premier everolimus-eluting platinum chromium coronary stent, which jailed the small distal left anterior descending (lad) that filled by left internal mammary artery (lima). An overlapping 2.50x12mm promus premier everolimus-eluting platinum chromium coronary stent was then deployed. Post-dilatation was performed with 10% residual stenosis. Target lesion #2, a de novo bifurcated lesion, was located in the ostial left main coronary artery (lmca) into the proximal circumflex (cx) with 75% stenosis and was 8mm long with a reference vessel diameter of 2.3mm. The left main vessel was protected, and had ostial left main stenosis and stenosis involving the lcx. Target lesion #2 was treated with pre-dilatation and a 3.50x28mm promus premier everolimus-eluting platinum chromium coronary stent. The stent jailed the lad (protected with bmw), and the ostium was post-dilated with 10% residual stenosis. There was timi 3 flow into both the lad and cx; kissing balloon post-dilation was not required. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient experienced a non q wave myocardial infarction (mi), which required hospitalization and an intervention of a pci to the lad for a non-target vessel revascularization. The location of the mi is not identifiable. The patient complained of vague chest pain, which was most likely not cardiac. The patient additionally experienced prolonged purulent bronchitis, a significant degree of ischemic cardiomyopathy, and generalized weakness. The patient's bronchitis was treated aggressively with intravenous (IV) antibiotics and nebulizer treatments. Two days after, the patient underwent a target vessel revascularization (tvr) of a non-target lesion in the proximal lad due to in-stent restenosis. The pci was performed with a balloon angioplasty and a drug eluting . Pre-treatment diameter stenosis was 80-90%. The lad was pre-dilated with a boston scientific nc quantum apex 3.25x12mm, but it would not cross the lesion, so the lcx was pre-dilated with 3.0x12mm emerge. The lad ostium was stented with a 3.50x16mm boston scientific synergy stent. Kissing balloons were used at the lm bifurcation. Post-treatment stenosis was 0%. In (B)(6) 2016, the non q wave myocardial infarction was considered resolved. The patient was discharged from the hospital the same day.